Event description:
It was reported that a tip detachment occurred. In (B)(6) 2013, unspecified number of stents with unknown sizes were implanted over the 100 % stenosed target lesion in the right coronary artery (rca). Four hours after the procedure, the patient was brought back to the catheterization laboratory because the recently implanted stents were occluded. In order to gain access to the lesion, the pt2 guide wire with a straight tip was advanced. However, some part of the distal portion of the device was separated and was left in the rca. According to the physician, there is more risk to the patient if surgery will be performed than to remove the detached portion of the device. Then another unspecified size pt2 guide wire was advanced in order to retrieve the detached portion of the first guide wire, but the device was not able to cross the target lesion. The procedure was not completed due to this event. The patient was placed on intra-aortic balloon pump (iabp) and was sent to the intensive care unit and was doing fine. However a few days later, the condition worsened and the patient expired.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).